Event description:
Boston scientific received information that the patient with this implantable defibrillation lead was exhibiting twiddlers' syndrome and the lead dislodged. The lead was successfully explanted. The physician elected not to implant a new lead as the patient's ejection fraction was improving and the patient no longer wanted their system implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks noted on the is-1 terminal pin as well as the distal and proximal high voltage terminal pins. The medical adhesive was found to be torn and separated from the proximal end of the proximal spring electrode. The proximal spring was also stretched at this position. Additionally tissue was found on the proximal spring electrode and body fluid was noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.